Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Not all connectors are engaged during the tigerpaw system ii device use. It's assumed that suture (s) was (were) used to complete the procedure. There is no patient effect. There is no delay in the procedure. There is no blood loss. The tigerpaw system ii device was used during cardiopulmonary bypass procedure.